Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family reported via phone call that the insulin pump display went completely blank. Customer's blood glucose level was unknown. Customer also stated that they tried to the changed battery but, display was still black. Trouble shooting was declined. The device will not be returned for analysis.